Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient's hearing had deteriorated. No trauma has been reported. The patient has been re-implanted on (B)(6) 2016.

Manufacturer narrative:
According to the currently available information, a damage to the active electrode, as it might be caused by an external mechanical impact seems likely, even though a trauma was not reported. To determine and confirm an exact root cause a device investigation at the explanted device is necessary. However at this point, no explantation surgery seems necessary, as the concerned channels have been switched off and the patient is able to hear again with the device.

Event description:
It was reported that the patient's hearing has deteriorated. No trauma has been reported.

Event description:
It was reported that the patient's hearing has deteriorated. No trauma has been reported.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.